Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the gauss alarm board was not functional. There was no report of patient involvement.

Manufacturer narrative:
The hospital replaced the (B)(4) alarm board and returned the unit to service. The board was not returned to ge healthcare for investigation. An exact root cause of the reported complaint cannot be determined without a sample.